Manufacturer narrative:
A medtronic representative reported that the software pentero tool card file had been removed before case. After the case, the stealth operator at the site discovered that the card was not there and moved the software pentero tool card file back over to equipment list on the navigation system and the issue was resolved.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). On 07/01/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The medtronic representative added the pentero scope to the navigation system. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, videographer equipment technician, reported that while in a cranial resection procedure, the microscope pentero was unable to be tracked. In trouble-shooting, changed the angle of the camera while viewing the tracking window and confirmed the sterilization covers on the dogbone were tight and secured with rubber bands. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.